Manufacturer narrative:
The insulin pump alarmed during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a broken reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The caller did not know the blood glucose reading and did not recall any significant events leading up to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.